Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue relating to oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the testing performed on retention samples. Bd was unable to evaluate issues reported regarding poor reproducibility of test values, as further information was not provided regarding specific analytes and analyzer. This issue was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use, the test values from the samples collected in 100 bd vacutainer® sst¿ advance plus blood collection tubes were inconsistent. The following information was provided by the initial reporter, translated from japanese to english: "this is the issue about poor reproducibility of test values of samples. Test values of samples deviated from the specified range and sample processing was performed again; however, the results were inconsistent, with poor reproducibility. Oil was found on the surface and this may be the cause of such inconsistent results."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, the test values from the samples collected in 100 bd vacutainer® sst¿ advance plus blood collection tubes were inconsistent. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is the issue about poor reproducibility of test values of samples. Test values of samples deviated from the specified range and sample processing was performed again; however, the results were inconsistent, with poor reproducibility. Oil was found on the surface and this may be the cause of such inconsistent results."